Event description:
It was reported that intermittently, the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer performed a pump reset and re-loaded the cartridge to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.